Event description:
The consumer reported that the patient was on session week 1. On (B)(6) 2016, the patient had the urge to void, but had been unable to in some occasions. The patient had some retention and the event was ongoing.